Manufacturer narrative:
Patient¿s weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #357.377, synthes lot # 6898960: release to warehouse date: 17-may-2012, expiration date: n/a, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a non-displaced, pathologic left femur fracture, on (B)(6) 2017, the top part of the helical blade coupling screw broke. The device broke into two pieces. It is unknown if any fragments were generated. The patient was implanted with a long trochanteric femoral nail (11x380mm) inserted at 130-degree angle at the hip, a helical blade and a 40mm screw. All hardware was implanted successfully. The procedure was completed successfully and the patient was in stable condition, having tolerated the procedure well. There were no reports of any surgical delays. It is unknown how the device broke. Concomitant devices reported: hammer (part # unknown, lot # unknown, quantity 1), helical blade (part # unknown, lot # unknown, quantity 1), long trochanteric femoral nail 11x380mm (part # unknown, lot # unknown, quantity 1), aiming arm (part # unknown, lot # unknown, quantity 1), blade guide sleeve (part # unknown, lot # unknown, quantity 1), buttress compression nut (part # unknown, lot # unknown, quantity 1), guide wire (part # unknown, lot # unknown, quantity 1), 40mm screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. This complaint is confirmed. Device was received at customer quality (cq) broken in two (2) pieces. The proximal end of the shaft has sheared in half transversely at the distal edge of the proximal knob leaving the proximal knob separate from the shaft. A portion of the shaft remains in the proximal knob. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint as the returned device is already broken. This complaint condition was most likely due to cumulative wear for this 5 year old reusable instrument that is hammered on by technique to insert helical blades. No new malfunctions were identified as a result of the investigation. The returned device is a reusable instrument in the trochanteric fixation nail (tfn) system used to aid in helical blade insertion. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. The outside and inside diameter of the shaft at location of breakage measured at cq and found to be within specification per relevant helical blade coupling screw shaft component drawing. Relevant helical blade coupling screw assembly drawings were reviewed during this investigation. No product design issues or discrepancies were observed. This complaint condition was most likely due to cumulative wear for this 5 year old reusable instrument that is hammered on by technique to insert helical blades. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.